Event description:
It was reported that the device had intermittent capture and was toggling between bol [beginning of life] and eri [elective replacement indicator]. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.